Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had lost sensor alarm. Customer's blood glucose at time of incident was 132 mg/dl. The customer was advised that alarm may be caused by distance, rf interference and orientation. The customer was advised that she will be receiving replacement sensor and informed her of the care link site to start using so we could help her out on what's going on in more detail. The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The current blood glucose value is 215 mg/dl. The current sensor glucose value is 232. The sensor glucose and blood glucose is within acceptable range. The customer stated that there is bent cannula on the previous sensor. The customer was advised that she will be receiving replacement sensor.